Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the returned stent is severely deformed over its entire length. The stent is still attached to the snare which was used for retrieval. The delivery system of the complaint instrument was not returned. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
An orsiro drug-eluting stent system was selected for treatment. The orsiro stent dislodged from the balloon in the proximal riva. Eventually it was retrieved by using a snare.